Event description:
Atrial septal defect measured 26-27mm by balloon sizing. A 28mm device was implanted. Within minutes after the device was released from the delivery cable, it embolized to the left atrium. Physician attempted percutaneous retrieval of the device with a gooseneck snare; however there attempts were unsuccessful. The patient was sent to surgery for removal of the device and closure of the defect.